Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx 3.5x38mm des was implanted in the rca. Coronary angiogram confirmed the right coronary artery had multiple lesions (and there was a perforation).the patient fibrillated after thoracotomy and suffered severe right heart failure. The patient was treated with placement of femoral artery and vein catheter, CPR, multiple stents, impella, intra-aortic balloon pump and medication. The patient did not recover with treatment. Echo confirmed severe rv systolic dysfunction and what appeared to be the presence of a contain hematoma in the rv free wall just below the left lateral leaflet on the tricuspid valve. The patient died of cardiac failure on the same day.